Event description:
Customer reported to beckman coulter, inc (bec) that they were running electrolytes on the unicel dxc 600 synchron clinical system when they noticed a patient result with a very high anion gap (26.2). Customer reported that they ran 1 level of qc (quality control). Customer reported that the result for cl (chloride) was outside 2 sd (standard deviation) low and for ca (calcium) was outside 2 sd high. Customer reported that they then noticed the electrolyte injection cup (eic) was not draining. Customer reported that they noticed approximately 20 ml of fluid around the eic. Customer reported that the leak was contained in the instrument. Customer reported that the erroneous result was not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) identified a blockage in vacuum line #163 to the waste sump. The fse cleared the line and verified performance.